Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, the long bipolar grasper instrument's black cable was chipped. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing but the conductor wire was exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on three out of three attempts. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.